Event description:
Pt noticed implant started to deflate. Dr thinks since it was a slow leak, that there is a faulty valve. Pt has also experienced pain around the implant. Has contacted the manufacturer and stated they are "not sympathetic".